Event description:
The customer reported that they were unable to deliver a shock because they could not get an ECG waveform through the leads. They switched to a different defibrillator to deliver therapy and there was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to deliver a shock because they could not get an ECG waveform through the leads. They switched to a different defibrillator to deliver therapy and there was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.